Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Case description: this united states clinical trial report describes the occurrence of wound dehiscence in a (B)(6) male subject enrolled in the following clinical trial: (B)(4) randomized safety and ascending dose ranging study of idursulfase (intrathecal) administration via an intrathecal drug delivery device in pediatric pts with hunter syndrome who demonstrate evidence of central nervous system involvement and who are receiving treatment with elaprase. No information was provided concerning past or concurrent continued in additional info section medical history for the subject. The subject had no known drug allergies. The subject was administered elaprase (idursulfase) concomitantly. The subject received an intrathecal drug delivery device (iddd) on (B)(6) 2012 and was scheduled to have his first injection of 1 mg intrathecal (it) idursulfase-it on (B)(6) 2012. On (B)(6) 2012, the subject's mother noted that the sutures had loosened to the lower back surgical site and site was dehisced. The mother also noticed a small amount of yellow drainage on the dressing. On (B)(6) 2012, the subject arrived at the hospital and neurology was contacted to examine the site. The subject was admitted to the hospital overnight under the neurosurgery team. The subject was taken to the operating room on (B)(6) 2012, where the incision site was cleaned and sutured again. There was no evidence of an infection and the iddd remained in place. The subject was to remain in the hospital overnight for observation. The event was considered resolved on (B)(6) 2012. The investigator assessed the event to the mild in intensity and not related to the investigation product, idursulfase-it (not yet administered). The investigator assessed the event to be related to the iddd. Company comment: the company pharmacovigilance physician assessed the reported events no related to idursulfase-it and related to the iddd for which the pt was hospitalized and the wound was cleaned. The would complications seem related to the iddd insertion site complication. This case does not alter the benefit risk profile of idursulfase-it.